Event description:
It was reported that "a month following surgery patient began to exp a rash starting from the head down to her below her knees. She believes it might be an allergy from her implants and is requesting the metal content of the implants used. "

Manufacturer narrative:
The patient, who has a known reaction to nickel, developed a rash and thinks it might be from the implants. The product will not be returned as it remains implanted and without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. (B)(4). There is no reason to suppose that the allergic reaction of the patient is linked with the stryker implants. In addition, this is the first complaint for such an issue to be found in all our complaint databases. Product remains implanted in patient.

Event description:
It was reported that "a month following surgery, patient began to exp a rash starting from the head down to her below her knees. She believes it might be an allergy from her implants and is requesting the metal content of the implants used. "

Manufacturer narrative:
Device remains implanted.